Event description:
Baxter received a report from a baxter technician stating the bed was going down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the control pod needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on august 30, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the control pod to resolve the reported event. Based on this information, no further action is required.